Event description:
It was reported that after an elevate posterior was implanted, the patient experienced difficulty emptying their bladder and was unable to empty their bladder fully. The patient self-catheterized for a week. As of (B)(6) /2016, the patient was still experiencing high post-void residuals (pvr). However, they were lower than original onset. The patient was to continue to self-catheterize. The event was considered resolving/improving. If additional information is received, a follow up report will be sent.